Event description:
The patient claimed the animas insulin pump has a history setting issue. According to the reporter, the pump memory did not record the alleged cancel bolus. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the history setting issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows that boluses were accurately recorded and did not cancel. The rewind, load and prime steps were performed on the pump with no cancelled boluses. The pump was exercised for 24 hours on a 1 unit per hour basal program with no unplanned boluses or cancellations. Two test boluses were performed on the pump with success and accurately recorded in the pump history. There were no cancelled boluses that occurred during the investigation. The pump case was removed and no issues were found with the pcb boards.